Manufacturer narrative:
Results: bdj observed the returned sample and confirmed the air leakage from the bottom of the tube. There were no related quality notifications. Device history review found all process and final inspections comply with specification requirements. Conclusion: based on the receipt of the evidence forwarded, bd recognizes the incident occurred with the client and puts that quality systems are in place to regulate the known defect. Due to the severity and frequency it was determined that there will not be a CAPA opened at this time. We will monitor these defects for tracking and trending purposes.

Event description:
It was reported that bd vacutainer® edta plastic tube13x75mm 2.0ml stopper fell off when the tube was mixed. No serious injuries, medical interventions or mucous membrane exposure was reported.